Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "inappropriate snap fit". The DHR review could not be completed because the provided lot number was invalid. The product catalog number and the lot number for the stat lock device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley stat locks of vfdssp of lot# juguh683 and another statlock of lot#: jugt2307 will not remain closed no matter the pressure applied, and user had to use zip ties to secure the locks in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley stat locks of vfdssp of lot# juguh683 and another statlock fol0102 of lot#: jugt2307 will not remain closed no matter the pressure applied, and user had to use zip ties to secure the locks in place.